Event description:
It was reported by service report that the brakes were not holding properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrectly installed by hospital maintenance staff. Casters not properly timed with other wheels.